Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the downstream sensor was failing. It was determined that this failing part caused the false downstream occlusion alarms and has been replaced.

Event description:
During review of the event history log, it was determined that a repeating pattern of downstream occlusion alarms suggests that the device was falsely alarming for downstream occlusions. The occurrences suggest a device malfunction. Any pt involvement, injury or medical intervention is unk.